Manufacturer narrative:
Batch review performed on 6 february 2023: lot 2112474: (B)(4) manufactured and released on 18-oct-2021. Expiration date: 2026-oct-06. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 10 months after the primary surgery, the patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the insert (from 10mm to 17mm) and the surgery was completed successfully.